Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral head. Unknown shell. Unknown stem. Reported event was confirmed by review of operative notes provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-10121, 0001825034-2018-10118.

Event description:
It was reported that patient underwent a left hip revision approximately 13 years post implantation due to metallosis, osteolysis, and elevated metal ion levels. During the surgery, osteolysis was present in periacetabular area and zones 1 and 7 of the acetabulum. About 200ml of dark brown fluid was evacuated from the joint and granulomatous debris was removed from the hip and acetabular flood with significant deficiencies in zones 1, 2 and 3. Attempts have been made and additional information on the reported event is unavailable at this time.